Event description:
Device malfunction: clip stuck on distal end of sheath. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. The physician followed all the deployment and removal steps properly, but the clip got caught on the distal end of the sheath. Manual compression was used to achieve hemostasis. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.